Event description:
Boston scientific received information that this local representative contacted technical services on (B)(6) 2014 after receiving a call from the physician. Patient was hospitalized on a non-telemetry floor on (B)(6) 2014, went into asystole and died. The staff reported that pacemaker spikes were identified with no capture. The device was interrogated which showed some prior nsvt events but no events during the period of asystole. A review of daily measurements found that lead diagnostic values were within normal range. The local representative and the clinic staff discussed the possibility of an underlying fine ventricular fibrillation or electromechanical dissociation. The local representative was planning to retrieve the device for return to boston scientific. Boston scientific received information from the local representative that this patient had been hospitalized for a non-device related issue. From the physician's perspective, the cause of death remains unknown. The local representative, following a discussion with the physician, confirmed that the patient was found unconscious with no pulse or blood pressure, in a non-monitored hospital unit. Emergency measures were undertaken without successful return of vital signs. The physician stated that the team could see pacer spikes on ECG but no qrs activity. Upon interrogation of device, no tachyarrhythmia events were recorded around the day of the adverse event and daily measurements from the device were all within normal limits and stable. The local representative provided the physician with printouts (arrhythmia logbook data, counters and daily measurements). It was unknown if an autopsy was performed.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. The body fluid contamination in the lead barrels contained impressions of the position of the sealing rings present on the leads connected to the device. A boston scientific is-1 lead was compared to the sealing ring marks formed in the lead barrels. It was confirmed that the leads had been completely inserted into the lead barrels during the time of implant. Analysis of the data in the device memory identified a manual lead impedance measurement was performed on july 08, 2014. The recorded right atrial (ra) and right ventricular (rv) pacing impedance values were within normal range. No events were stored in the arrhythmia logbook from the time of patient death. It was concluded that the device performed normally throughout laboratory testing. A portion of the rv lead was returned for laboratory testing.

Manufacturer narrative:
(B)(4). A proximal portion of the lead (705 mm) was returned to boston scientific. The tip of the lead was missing. The insulation ends at 195 mm from the terminal pin. Visual inspection identified stretched conductor coils, 114-705 mm from the terminal pin. Continuity testing was conducted on the returned portion and was found to be electrically continuous. Based on device analysis, it was confirmed that the leads had been completely inserted into the lead barrels during the time of implant (sealing ring marks formed in the lead barrels). There was no reasonable evidence of a device-lead connection issue as all of the setscrews operated normally.